Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's cervical lead exhibited high impedances. As a result, surgical intervention was undertaken in (B)(6) 2025 wherein the system was explanted to address the issue. After explant, it was reported the patient experienced an infection at lead incision site.